Event description:
Endo gia 12 mm stapler misfired and cartridge could not be removed. Second gia stapler worked but cartridge could not be removed. No adverse outcome with pt. Patient remained stable.